Event description:
The customer stated that the device was showing a speaker malfunction error message, but did not have any sound. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the device was showing a speaker malfunction error message, but did not have any sound. No patient or customer harm was reported.